Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user advised issue has been going on for the last two or three years but could not figure out what was going on with it. End user advised seat has cracked on both sides from front to back causing it to pinch legs with no skin breaking and did not have to seek medical attention. End user advised covered seat with tape. End user advised currently still using the commode. End user advised seat is square and white. End user could not provide any further information.